Manufacturer narrative:
Test results >60 ug/dl were flagged with the following instrument generated flag: ovr = the calculated concentration is above the highest or most concentrated calibrator. This flag is only used for quantitative and semi-quantitative assays. Three levels of quality control (qc) were within the customer's established ranges on (B)(4) 2010, after the customer repeated level 2 qc. Two of the three levels of qc were >2sd low on (B)(4) 2011 am. Qc was within specifications and there were no errors posted to the event log. Customer believes this to be sample related. Per the diagnostic copy to disk data, all results were obtained from the same reagent pack. Customer declined offer of service to evaluate the analyzer. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported erroneous low access cortisol test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous low test results were not reported out of the laboratory. Repeat analysis was performed. The test results were elevated. No reports of death or serious injury and no affect to pt treatment as result of this event.